Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on(B)(6) 2013, 17:25:52. During night drain cycle one, the patient's ultrafiltration reading was 138ml, indicating the home patient (hp) drained 138ml more than their maximum programmed fill volume of 170ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause was false empty detect and use error with initial drain alarm setting being inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation.¿ should additional relevant information become available, a follow up medwatch will be submitted.